Event description:
Reportedly, during the post-implant interrogation, the following message was displayed: "a pre-programmed setting with the same name already exists. Do you want to overwrite it?".

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. H6 (patient codes) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, during the post-implant interrogation, the following message was displayed: "a pre-programmed setting with the same name already exists. Do you want to overwrite it?"